Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 03/07/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: robotic maryland bipolar arm broke during procedure.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.